Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tying off the suture during a skin biopsy, the suture separated from the actual needle. Another device was used. There was no patient injury.